Manufacturer narrative:
During index procedure, three resolute onyx drug-eluting stents were implanted; one in the r-pda and two in the rca. The patient suffered probable deterioration in end stage renal disease. Patient died at home in her sleep on the same day. Death classification is unknown. Investigator and sponsor assessed the probable deterioration in esrd event is not related to index device or antiplatelets. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated death as cardiac death and commented, assume cardiac cause of death as the patient died at home during sleep. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted - one into the r-pda and one into the rca. Approx six months post index procedure, the patient died. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device or anti-platelet medication.